Event description:
The customer reported that the pt's hemodialysis treatment was initiated at 10:57. The pt was tolerating his treatment until 14:40 when he started to complain of severe abdominal cramping, he became cool and clammy and then started to complain of chest pain. His treatment was stopped immediately. He was placed on oxygen. The pt was transported to the local emergency room where he was subsequently admitted to the intensive care unit. His admitting diagnosis was acute hemolysis. The customer reported that during his hosp stay, the pt experienced a myocardial infarction. His death was reported to gambro in june at 17:00. Customer explained to the gambro technical services (gts) field rep that the death was cardiovascular related.